Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, during a shoulder decompression procedure, the blade started to lose metallic pieces into the joint, most fragments were vacuumed, but some remained in the tissue. Surgery was completed with the same device. There was no surgical delay, and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was not returned to the designated complaint unit for independent evaluation. However, a clinical review states an intraoperative video was provided for review and shows metallic debris which appears to confirm the adverse event description. The blade is an externally communicating device, it is neither manufactured nor intended for implantation. It is also not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact is determined to be the retained metallic debris. Micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include allowing the rotating portion of the blade to touch another metal object, excessive ¿side-loading¿ or insufficient irrigation during use. Based on this investigation, the need for corrective action is not indicated.